Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station had no power. A field service engineer (fse) replaced subdrawer controller on drawer 3.2 to resolve the issue. Then the fse confirmed that the scanner did not turn as the station did not power on and no problem with the scanner. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es fan was not spinning and the station was stuck on a black screen, did not power up, and the scanner was not functioning, remote service system showed the device had been offline for 30 minutes, and the issue persisted after reboot. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.